Event description:
Possible false negative. Lab reported three (3) cases in which abnormal cells found outside of 22 fields of view (fov). No abnormal cells were present within the 22 fov to prompt full autoscan of the slide. The abnormal cells were found outside the fov during qc. Site will be monitored to determine if expected occurrences are exceeded. Hologic will schedule a full imager prep review with the laboratory. This incident is classified as a rare event, which is where the cells in question would match our experience in the clinical trial as evidenced in table 8 of the thinprep imaging system operating summary and clinical information.